Event description:
It was reported that the patient had an infection with fever and area around pump was swollen. A spinal tap indicated an infection in the spinal fluid. It was later reported that other patient's symptoms included "sleepy/irritable". Perioperative antibiotics were not administered. The primary location of the infection was unknown. Cultures of the csf isolated e-coli. Per the reporter, the patient had meningitis. Treatment included IV antibiotics and "baclofen and genta in pump". The patient outcome was reported as ongoing and no drug withdrawal. The pump was used to deliver lioresal with the last refill on (B) (6) 2010.

Manufacturer narrative:
(B) (4).